Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized in the spring of 2016; customer did not remember the exact date. Customer's blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer had a severe headache. Customer was hospitalized due to having viral meningitis. Customer was hospitalized for five days and was treated with valacyclovir medication. Customer was wearing insulin pump at the time of hospitalization. Customer also reported that prior to hospitalization to have experienced sensor glucose versus blood glucose differences and found that cannula was bent. Sensor would be replaced.